Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 509 mg/dl at the time of incident. Customer¿s other relevant blood glucose level was 486 mg/dl. The customer¿s high blood glucose level was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported event. Customer did not allege insulin pump was under delivering. The customer stated that insulin pump¿s auto mode was active. Customer stated that the cannula was fractured however, customer checked the site and the cannula was not in the body. Customer experienced pain while inserting the infusion set. Customer reported that they did not receive medical treatment as a result of cannula fracturing while in the body. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.